Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter unpaired itself. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No in jury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter unpaired itself. Product was provided for investigation but not evaluated because an investigation cannot be performed. Confirmation of the complaint was undetermined via product. The probable cause was unable to be determined via product. No in jury or medical intervention was reported.